Event description:
Customer alleged discrepant, back to back blood glucose results of 278 mg/dl and 118 mg/dl when testing was performed within 3 minutes on the advantage system. Customer did not treat or act on results. The location in which the testing was performed was not provided. A request was made for the return of the suspect device and replacement product was sent.